Event description:
Related manufacturer reference numbers: 3006705815-2019-02174. It was reported that a csf leak accompanied by a headache occurred during a trial procedure that took place on (B)(6) 2019. The procedure was completed without further issue.